Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Bsx provided the following information: this product was capped due to product performance issue. Loss of capture with asystole greater than 2 seconds. No patient adverse effects. Old system leads capped and a new brady system implanted right side without complications or patient adverse effects.